Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that after a procedure, the bur broke off in the drill. It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event.

Event description:
No new information.

Manufacturer narrative:
Follow-up report submitted to document quality investigation results.